Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found degradation of the downstream occlusion (dso) seal, as the dso seal was peeling. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarmed with cassette not attached during testing. Evaluation of the returned device identified a peeling downstream occlusion seal. There was no patient involvement.